Event description:
Spoke with patient to counsel her on the cadd legacy cassette medical device correction. Per patient, she has the following lots that are affected by this medical device correction: 4329617; 4329615; and 4321040. Patient states she had shortness of breath yesterday and earlier this morning but now feels fine. Patient says her next cassette change is tomorrow, (B)(6) 2022. Advised patient to make new mix and change her cassette as soon as possible with the cassette lot that is not affected by the issue. Patient confirmed she has lot#:4329619 at home - advised patient this lot is okay to use. Patient verbalized understanding. Patient says she has 12 cassettes of this lot at home. Advised patient to set all the other cassettes with the affected lots aside, do not use, and we will send return package for her to send back. Patient verbalized understanding. No further information is available. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown.